Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
A report was received that both power port connectors were noted to be loose. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
Additional information received on february 7th, 2017 indicated that power switching occurred with consequent pump stop. Upon inspection, the controller had two loose battery connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the controller had loose power port connectors, that the patient experienced power switching events and pump stops. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log analysis of the data log files revealed several premature power switching events that were due to momentary disconnections. Heartware has opened an internal investigation to evaluate momentary disconnections between the controller and batteries. Log file analysis did not reveal any controller power-up or pump stop events on or near the reported event date. Failure analysis revealed that the device failed visual inspection due to loose connectors on power ports 1 and 2 of the controller. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however the supplier had open an internal investigation to evaluate loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.